Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had heart failure that was possibly device related. The patient was admitted (B)(6) 2018 with symptoms of increasing lower extremity edema, weight gain, and increased shortness of breath and dyspnea on exertion. Patient was started on IV lasix, diuresed, and shortness of breath and dyspnea abated. Patient was discharged home (B)(6) 2018.